Event description:
It was reported that the patient experienced a revision surgery to downsize an artificial urinary sphincter (aus) cuff due to urethral atrophy and incontinence. A patient outcome was not reported.